Event description:
The patient has two leads from the same lot. The patient began to experience headaches after being implanted on (B)(6) 2014. As a result, the patient went to the hospital on (B)(6) 2014 and a blood patch was performed. Add'l info gathered revealed the patient's leads were revised on (B)(6) 2014 due to inadequate coverage caused by the leads migrating. Surgical intervention resolved the patient's issue (s).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.